Event description:
Increased nausea and abdominal pain for at least a week every month since about 6 months after insertion. Heavy and painful menstruation that is unpredictable/inconsistent on how long in between periods when was completely regular 28 days for over 10 years. This has affected my work and home life because of the lack of energy and pain that is associated with movement during menses. Significant nausea for 1 week a month the week before menses and abdominal pain and painful intercourse for at least 2 weeks every month.